Event description:
It was reported that there was low impedance issue with the value of <(><<)>50 ohms on one electrode but it was unknown which. As a result, the stimulation was reprogrammed. It was later reported that the cause of the issue was not determined and no interventions were planned. The patient was receiving stimulation after reprogramming.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).